Event description:
A non-healthcare professional reported that following a cataract extraction with an intraocular lens (iol) implant procedure, lens haptics were pushing on peripheral iris causing inflammation. Patient experienced never being able to see well out of lens. The lens was explanted and replaced with another lens in a secondary procedure. During the procedure pars plana vitrectomy (ppv), ab-interno canaloplasty (abic), omni surgical system, goniotomy, yamane and limbal relaxing incisions (lri) were also performed. There was no patient harm and patient was not hospitalized as a result of this event. Patient¿s symptoms were resolved. Additional information was requested, but further no information was available.

Manufacturer narrative:
The explanted lens was returned inside a plastic specimen jar. Solution and blood were dried on the lens. The lens was cleaned with klrp to further assess. One haptic was cracked in the distal area. The cracked haptic broke completely during cleaning. Product history records were reviewed and documentation indicated the product met release criteria. The root cause cannot be determined for the reported complaint of "explant, lens haptics were pushing on peripheral iris". The reported haptic issue could not be confirmed. It is not possible to confirm if haptics were pushing on iris. It is unknown if patient's eye anatomy contributed to the reported complaint. The explanted lens had a cracked haptic in the distal area. The haptic finished breaking during cleaning. It is unknown if the cracked haptic occurred upon implant or explant. The lens was reported implanted (B)(6) 2015. The lens was removed (B)(6) 2023. The company, 18.5 diopter lens was replaced with a non-company three-piece lens , 24.0 diopter. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (b)(4 .